Event description:
The poleclamp bracket, which attaches the alaris medication infusion system to an IV pole broke in half. These failures caused the pumps to fall to the floor in at least two documented events, and the failures occurred in 8 other occasions. The broken poleclamp brackets arrived in the biomedical engineering workshop broken without the c-clamp attached. This was extensively photo-documented, and photos are available upon request.